Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination revealed that the stapler was returned with the staples appearing to be aligned. The stapler was returned with the trigger partially engaged, and there were no signs of biological material on the device. The stapler was received with 34 staples left in the cartridge, indicating at least 1 staple was fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first fire in the air resulted in the staple fully forming and releasing. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. 11 staples were fired, and 8 of the 11 the staples partially formed in the simulated skin. The stapler was disassembled, and it was observed that there was excess molding material in the cover block where the forming tool and anvil are placed. The molding defect prevented the anvil from engaging fully with the forming tool during some of the fire attempts. Die casting anomalies were discovered on the forming tool of the returned sample. The complaint sample's forming tool and anvil were placed in a lab inventory sample for additional functional testing. Upon full engagement of the trigger, the first fire in the air resulted in the staple fully forming and releasing. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All the remaining staples in the lab inventory stapler fully formed and released. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. Upon full engagement of the trigger, the first fire in the air resulted in the staple fully forming and releasing. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. 11 staples were fired, and 8 of the 11 the staples partially formed in the simulated skin. The stapler was disassembled, and excess molding material was observed in the cover block where the forming tool and anvil are placed. The molding defect prevented the anvil from engaging fully with the forming tool during some of the fire attempts. Die casting anomalies were discovered on the forming tool of the returned sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. A non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".